Event description:
It was reported by a patient that when he had his vns implanted he lost a vocal cord, indicating vocal cord paralysis. Additional relevant information has not been received to-date.

Manufacturer narrative:
Date of event, corrected date: the event date was inadvertently not reported as the date of lead implant on the initial MDR.